Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The ipg was explanted and the lead was cleaned out and remains implanted. The patient was also hospitalized for treatment of infection. No explanted products were returned for analysis. As a result.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2023-01760. It was reported that the patient had an infection at the ipg site. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and the lead was cleaned out and remains implanted. Patient was also hospitalized for treatment of infection.